Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: in addition, the following reportable malfunctions were identified during the device evaluation: the air/water supply cylinder and the channel had white residue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had no image occurred. The issue was found during reprocessing. There were no reports of patient involvement.